Event description:
It was reported by a physician that a patient that had only been implanted since (B)(6) 2015, with a low duty cycle was at 30% battery. Review of the manufacturing records for the generator confirmed the device was laser routed. Review of the downloaded data showed the battery depletion rate was not consistent with the percent battery capacity used, and was depleting faster than expected. Impedance values throughout the history were within normal limits. Additional relevant information has not been received to-date.

Event description:
Information was received that the device had reached a low battery status. The patient was referred for surgery. Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.